Event description:
It was reported by the rep that the one tl90 was used during a gastrectomy procedure. It was reported that the device did not fire. The case was completed with a second tl90. There was no pt consequence.